Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "surgeon was reaming the acetabulum and the connection between the reamer and the driver broke."